Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported being recently hospitalized due to diabetic ketoacidosis. Blood glucose level was 687 mg/dl at the time of admission. Customer reported that the high blood glucose level was due to a malfunction of the insulin pump. Customer reported that the insulin pump underdelivered insulin to him. Troubleshooting showed that the insulin pump was functioning properly. Blood glucose level at the time of the call was not provided. No further information was provided.